Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: celsius thermocool catheter (model# d-1189-02-s, lot# unknown) this stockert was manufactured before september 24, 2014; therefore no UDI is applicable for this product with serial number (B)(4). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a stockert 70 system generator and suffered a burn requiring wound care. After the case was completed, a burn was noticed under the indifferent electrode unipolar grounding pad while using a unipolar 9in grounding pad from valleylab. Medical intervention was wound care. No surgical intervention was required. It was reported that the grounding pad was not adhered properly to the patient's skin. Indifferent electrode was placed mid low back and the defibrillation and carto patches were placed closer to the heart. Conductive gel was present on the indifferent electrode and the patch was moist as expected. Generator parameters: average impedance 124 ohms, average temperature 30ì and average voltage 77 watts. Total ablation time was 3604 seconds and 17 burns were performed with the longest being 998 seconds and the shortest burn was 1 second. There were no error messages reported on any biosense webster equipment during the procedure.